Manufacturer narrative:
Follow-up received on 04-mar-2016: product technical complaint (ptc) investigation and final assessment were received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up information received on 28-mar-2016 from physician: the patient had severe bilateral pelvic pain and heavy irregular menses; she opted for a laparoscopic hysterectomy and, at the reporting time, was pain free. This spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a hysterectomy was performed. She was experiencing pain and bleeding prior to surgery. These events, seen as pelvic pain and genital haemorrhage, are serious due to required intervention and medical importance and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the events nature, lack of alternative explanation, and since she was pain free after the hysterectomy, a causal relationship with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on unknown date for permanent sterilization. Physician reported that patient's hysterectomy was performed on (B)(6) 2015. According to health care professional, she had pain and bleeding prior to surgery. Doctor is not sure if essure is related or not. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a hysterectomy was performed. She was experiencing pain and bleeding prior to surgery. These events, seen as pelvic pain and genital haemorrhage, are serious due to required intervention and medical importance and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering events nature and implied temporal relationship, causal relationship with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.